Event description:
Complaint issue: clips was stuck in applier. No patient injury was reported.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without the original packaging, lot# 73g1400094 was confirmed with samples received. During the visual inspection, the components look well assembled, in good conditions and no clips were stuck in the jaws. Failure mode clip stuck in applier was not confirmed with samples received during visual inspection. A functional inspection was performed with the remaining clip received (seven clips)and the device works properly. Therefore, corrective actions are not required at this time. In additional, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing (2 clips per applier). The manufacturer will continue to monitor trending of similar complaints.

Event description:
Complaint issue - clip was stuck in applier. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without the original packaging, lot # 73g1400094 was confirmed with samples received. During the visual inspection, the components look well assembled, in good conditions and no clips were stuck in the jaws. Failure mode clip stuck in applier was not confirmed with samples received during visual inspection. A functional inspection was performed with the remaining clip received (seven clips)and the device works properly. Therefore, corrective actions are not required at this time. In additional, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing (2 clips per applier). The manufacturer will continue to monitor trending of similar complaints.

Event description:
Complaint issue - clip was stuck in applier. No patient injury was reported.

Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review did not show issues related to complaint. Device sample has not been returned to the manufacturer. However, the manufacturer will continue to monitor and trend relating complaints.